Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, and inadequate fixation have been ruled out as potential causes of the reported issue. Additionally, severe force applied to the implant has been ruled out. However, the patient picked at the wound. The stimulator is used to treat pain. Although the cause of the erosion is unknown, the patient picked at the wound which is non-compliant to the IFU (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
It was reported that post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system the patient reported significant postoperative pain, predominantly over the device site, lasting greater than seventy two hours. In recovery, the patient was given ketamine, fentanyl, clonidine, and morphine. Post recovery, pain was managed with morphine via patient-controlled analgesia pump, ibuprofen and paracetamol. The patient's hospitalization was prolonged until pain could be managed with oral medication. The device remains un use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.